Event description:
It was reported that the leds light up too weakly and flicker. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "leds leuchten zu schwach und flackern was confirmed, and further defects were detected. In total the following defects were detected: customer complaint identified led is dim blade damaged housing worn housing discoloured software version is up to date as stated, the device passed the quality check at the time of delivery. Based on the defects identified during the technical inspection, it is concluded that the most likely cause of the described fault is normal wear and tear by the customer. The event is filed under internal karl storz complaint ID: (B)(4).